Event description:
After attempt made to "de-clot" blue port of catheter with urokinase the portion of the blue port from the insertion site "out" was found lying on the bed. Pt sent to surgery on 10/14/96 for removal of internal catheter and replacement with subclavian catheter.